Event description:
Information was received indicating that a firmware mismatch error occurred to a smiths medical medfusion® 4000 wireless syringe infusion pump during a security patch update. The complaint has not been resolved and will need to be returned. There were no reported adverse effects.